Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the hospital and was admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 1347 mg/dl. The customer allowed the pump battery to fully deplete due to not charging the battery and pump subsequently shut off. Customer attempted to self-treat by administering a manual injection, however, was treated with intravenous fluids of saline and insulin which reportedly resolved the issues. Systems check with tandem technical support confirmed pump if functioning as intended.